Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the ring on the cannula fell off and the cannula was stuck in the patient and had to be manually removed.

Event description:
It was reported that the ring on the cannula fell off and the cannula was stuck in the patient and had to be manually removed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, as it was discarded, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cannula breaking. Probable root cause: application: - excessive force. - poor visualization through arthroscope. The device manufacturer date is not known.